Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. A photo of the device labeling was provided and reviewed. The lot number matches this report. The label matches the product reported. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the basket fully advanced. While the device was relaxed on the table top, the basket was not able to retract. The basket would retract to the point before it would begin to fold into the catheter and then reach resistance which prevented retraction. When the device was fully straightened retraction became smooth. When advanced in the relaxed position the basket encounters slight resistance, but is able to advance. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report of difficulty advancing and/or retracting. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook memory eight wire basket. It was reported that the user detected the basket could not be retracted. User changed to a new device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.